Manufacturer narrative:
Section e1: phone number complete information: (B)(6). This report is being filed on an international product, list number: 06p02-55 that has a similar product distributed in the us, list number: 6p02-60 / 61, with 510k/PMA/bla number: bl125674. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false non-reactive alinity s hbsag for one sample from a first-time blood donor with no known history of hepatitis b. The following results were provided: on (B)(6) 2025: sid: (B)(6), hbsag result = 0.268 s/co, nat result roche cobas = reactive (no specific result was provided). The customer mentioned the sample was not tested with a different hbsag test and no anti-hbc results are available. All blood components obtained from this donation were discarded, therefore not used for transfusion. No impact to patient management was reported.

Event description:
The customer observed a false non-reactive alinity s hbsag for one sample from a first-time blood donor with no known history of hepatitis b. The following results were provided: (B)(6) 2025 sid (B)(6) hbsag result = 0.268 s/co, nat result roche cobas = reactive (no specific result was provided) the customer mentioned the sample was not tested with a different hbsag test and no anti-hbc results are available. All blood components obtained from this donation were discarded, therefore not used for transfusion. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed. Review of tracking and trending for the alinity s hbsag assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for lot number 67305fz00. The device history review did not identify any non-conformances, deviations, or potential non-conformances for the lot number. Labeling was reviewed which adequately addresses the current issue. A retained kit was calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate clinical sensitivity, additional replicates of the positive control and 112 replicates of a sensitivity panel were tested. The positive control and the sensitivity panel met specifications and no false nonreactive results were obtained. Further, a commercially available seroconversion panel (zeptometrix hbv seroconversion panel hbv11003) was tested. The seroconversion panel results were compared to historical data of alinity s hbsag and reagent lot 67305fz00 detected the same bleeds as reactive for the seroconversion panel. In this case, the available test results were reviewed. The pathophysiology of the hbv immune response is well-documented, as are various hbv markers and the detection patterns used to diagnose hbv disease progression. When considering a single nonreactive hbsag combined with a positive nat result, is it difficult to definitively categorize the sample. This combination of results may suggest that the donor has a low level or intermittent hepatitis b virus (hbv) infection, possibly during the window period or in chronic cases. This finding can be seen in occult hbv infection, where the virus is present but hbsag is not detected. Based on the investigation, no systemic issue or deficiency with the alinity s hbsag assay for lot 67305fz00 was identified. All available patient information was included. Additional patient details are not available.